Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 48 mg/dl at the time of incident and current blood glucose level was 285 mg/dl. The low blood glucose level was treated with food. The customer also reported that the insulin pump was not working and under delivering as the customer had unexplained high blood glucose level and the blood glucose level was not going down. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with insulin pump for high blood glucose level several times. The customer blood glucose level was running from 80 mg/dl to 120 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.